Manufacturer narrative:
Omsc confirmed that there was a leak in the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the light guide lens was corroded due to water infiltrating the device from the leak point. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) investigated the device and confirmed that there were cracks and scratches on the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.